Event description:
It was reported that stent fracture occurred. The patient presented with a chronic total occlusion of the left anterior descending artery. The 100% stenosed target lesion was located in the non-tortuous and heavily calcified left anterior descending artery. A 4.00 x 38mm synergy xd drug-eluting stent fractured in the body of the stent after deployment. The stent remained intact around the fracture, and there was no perforation. Post-dilation was performed, and it was noticed that the side cell appeared abnormal, as if it had "blown out" on the sides of the cell. There was nothing dislodged or detached. The device was not removed, and the procedure was completed. No patient complications were reported.